Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a superficial infection. The course of action is to do a poly swap and a washout. There were no issues with the djo product.